Manufacturer narrative:
The customer replaced the ui pcba to resolve the reported issue. Upon further investigation, it was confirmed that the event occurred during servicing of the unit. Therefore this complaint no longer meets reportability requirements.

Event description:
The customer called into technical support (ts) reporting that the device has issues with the unit turning off & on by itself. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommended the user interface (ui) pcba and provided parts ID to the customer. The investigation is ongoing.